Event description:
It was reported that there were noise episodes on the right atrial (ra) channel. The ra lead was capped and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was noise and myopotential oversensing with a decrease in the right atrial lead impedance. No intervention was performed and the patient was stable and will continue to be monitored.